Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri) approximately 2 months ago with normal outputs. The representative caller expressed concern about the device's battery longevity.